Event description:
Information received by medtronic indicated that the customer received low battery alert and the insulin pump turned off. The battery did no fit into the insulin pump properly. Troubleshooting was performed and the customer reported crack on the battery compartment and to the bottom of the device. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for an alleged unexpected battery power loss and cosmetic damage at the case (battery tube) on event date (B)(6) 2022. Unable to perform displacement test, active current test, sleep current test or self test due to an unexpected insert battery alert. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. An unexpected insert battery alert was observed during testing due to a misaligned battery tube. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, scratched case, cracked case (battery tube), battery tube threads - cracked, cracked reservoir tube lip, cracked case and cracked retainer.in summary, customer allegations for unexpected battery power loss confirmed due to reoccurring insert battery alerts, triggered by a misaligned battery tube. Cosmetic damage confirmed at cracked case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.